Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Intermittent button response on all buttons due to flattened dome switches. Connector on display board was not unlocked noted during visual inspection. Unit had minor scratches on display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was experiencing high blood glucose. Customer's blood glucose value was 416 mg/dl. She had dry lips, excessive sweating and confusion. She stated she was sick and had changed the infusion set the night before. Customer was going to treat with manual injection. She requested assistance with checking the basal rate settings which were correct. The customer also reported having issues with the up, down, act and esc buttons not responding all the time. The customer did not recall events leading to the keypad issue. She stated she sweats but has the device in a case and cover. Customer was advised to change the entire set, reservoir and insulin and treat. The insulin pump would be replaced and returned for analysis.